Manufacturer narrative:
Image review -an angiographic image provided confirms that the balloon was twisted. Results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
(B)(4).

Event description:
The physician was using a pacific xtreme pta balloon catheter to treat a lesion that exhibited severe calcification and was non tortuous. The device was used with a 6f guide catheter and a 0.018 guide wire. The lesion was pre-dilated with a pacific xtreme. During the procedure two "candy effects" were noted on the balloon. 10 to 20 minutes was required for deflation. Post dilation was carried out with a pacific plus. No patient complications or other sequelae were reported for this event.